Event description:
According to the reporter: the needle broke off from the suture thread while the surgeon was tending to an arterial bleed and it became lost in the wound. The needle tip was unable to be located, and the needle was removed by the plastics team.

Manufacturer narrative:
(B)(4)